Manufacturer narrative:
(B)(4). Information was not provided by contact. Blemished incomplete/interrupted cycle the analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap anterior resection of rectum, an unexpected noise was heard at the firing. The staples were malformed and the washer could not be punched out. So, the site was anastomosed again with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: what confirmation was received that the device was fully fired? ---the surgeon commented that the firing handle was fully grasped. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? ---yes. Was the device fired over an existing staple line? --- the information was not provided from the hospital. What was the breakaway washer completely cut through? ---no. What type of tissue was the device fired on? ---regular. What was the appearance of the malformed staples (irregular shape or legs straight)? --- legs straight.